Manufacturer narrative:
Product analysis: analysis found that the programmer's stylus did not align with the cursor. The connection between the overlay and xy board was reseated, which resolved the issue. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer that was returned as a trade-in subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.